Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device investigation: a reproduction test was performed and was able to confirm by the test that the lens can be injected without pushing the rod. Finally in case the lens was pushed forward more close to nozzle tip/ ahead than lens figure confirmation point and wait for injection. Folded lens tried to come back to normal figure and the force affected on the intralumen may start the lens injecting out from the nozzle by itself. As surgery video and sample were not available, it is difficult to determine the exact root cause but as there were no similar complaints, it is more likely that the issue was caused by user's mishandling. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was preparing to insert a ks-ni2 aq310ain 24.0 diopter preloaded injector, and the lens injected into the eye without pushing the injector rod. There was no patient injury and the lens remains implanted.